Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the product had very little curvature and the surgeon could not suck the blood properly in the throat of a child; causing respiratory distress.

Manufacturer narrative:
An investigation was performed for the reported customer complaint: ¿the customer reported that the product had very little curvature and the surgeon could not suck the blood properly in the throat of a child; causing respiratory distress.¿ the customer relayed the status of the patient as doing well. The customer could not confirm if any treatments/medications were provided for the respiratory distress or how the respiratory distress was corrected. A review of the device history records (DHR) for reported lot number 1712221264 indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No physical samples or pictures were submitted for evaluation. Therefore, a comprehensive product investigation was unable to be conducted. However, preliminary investigation discovered that customers have received products that were not approved in europe. These products were inadvertently shipped, most likely due to a logistics and inventory distribution issue. Once manufactured, this product leaves the manufacturing site and is processed by the logistics and supply chain markets. There is no apparent correlation to the reported event and the logistics issue. It is also unclear if the customer experienced the logistics issue. A CAPA has been opened to address this issue at the corporate level. Additionally, a product hold has been put in place as a containment action and an issue impact assessment (iia) has been performed. Due to no product/sample being provided for evaluation, the reported customer complaint could not be confirmed. A root cause for the reported customer complaint could not be determined. A probable root cause for product shipment was determined to be a logistics and inventory distribution issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.